Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2026. On the same day, it was reported that at around 5:35 pm, the patient was at home cooking when she began experiencing ¿symptoms of dka¿, however, no specific symptoms were reported. The patient stated that the police called emergency medical services (ems) who transported the patient to the emergency room (ER). The patient¿s cgm was in a wearable failed state while her bg meter reading was 376 mg/dl. The patient had not been previously aware that her wearable had failed. The patient reported her last known cgm value prior to this was 136 mg/dl. The patient reported being treated with a ¿large amount of humalog¿ (IV insulin). She was discharged the following afternoon around 2pm (less than 24 hours) and instructed to continue using her omnipod insulin pump and testing her bg meter reading every hour. The patient was ¿fine¿ at the time of report. Performance data was reviewed. The allegation was confirmed due to findings of wearable failure. The probable cause was determined to be very low count aberration. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of diabetic ketoacidosis.